Manufacturer narrative:
Records indicate this lead remains in service without further complication. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this implantable defibrillation lead underwent a non-device related procedure. Loss of capture was observed on the day of the procedure which resulted in greater than two seconds of pacing inhibition. Increased threshold measurements were noted following the procedure, however later returned to baseline. All other lead diagnostics were acceptable and stable. Technical services discussed medication administered for the procedure may have affected the pacing thresholds. No adverse patient effects were reported.